Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that during inspection it was found that the meshguard was bent. No harm or delay were reported to have occurred during this event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record confirmed the comb was bent. The comb, gear, right shoulder bolt, and 4 washers were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.